Event description:
Procedure type: small bowel resection. Pt sex: unk. According to the reporter: during a small bowel resection, one device was used to remove a cancerous mass. The device was reloaded three times for a total of four firings using the device. Reportedly, the staple line looked good after firing the device. Reportedly, 2-3 days post-operatively, the anastomotic site leaked and the pt had to be returned to the hospital for a re-operation. A diverting ileostomy was placed during the re-operation.